Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A system log review could not be performed due to onsite connectivity.

Event description:
It was reported that during a da vinci-assisted left pulmonary segmentectomy procedure, bleeding occurred, and the procedure was converted to an open thoracotomy. The procedure had been in progress for approximately 1.5 hours when bleeding was observed from the s1 and s2 tumors. It is believed that the insertion technique of the sureform 45 curved-tip stapler instrument caused the bleeding. Additionally, the ligation process was complicated by swollen lymph nodes located behind the upper lobe pulmonary artery. The estimated blood loss was approximately 168 ml, and the patient did not require a blood transfusion. Due to the extensive and uncontrollable bleeding, the procedure was converted to an open thoracotomy. The surgeon managed the bleeding through coagulation, compression, and suturing. The surgeon anticipated the possibility of converting prior to the procedure. The patient tolerated the conversion well, and the procedure was successfully completed. Post-operatively, the patient developed pneumonia, the cause of which remains unknown, and is hospitalized.